Event description:
Practice reported to mdic on (B)(6) 2016 a patient who is experiencing visual and palpable bilateral "ridges" on her cheeks 10 months post full face ultherapy treatment. To date, patient is not resolving. The practice is not responding to mdic requests to obtain more information on the case. Per ulthera IFU, the possibility of scar formation may exist if incorrect treatment technique is used. Practice deviated from ulthera's suggested treatment guidelines and used 3x the recommended treatment lines, over treatment of the patient is the suspected cause of the injury. Review of the support log shows no device malfunction.